Event description:
A supplemental report is being submitted due to completion of the investigation on 20 jun 2025 and receipt of additional information on 7 may 2025. As per cc form: " application of the stent during its introduction on the guide wire. The gastroenterologist saw it during the insertion. It was not placed. It was thrown away, and another one was placed."

Manufacturer narrative:
Device evaluation: the device evaluation of zebd-7-5 of lot number c2234724 could not be completed as the device or photographic evidence of the device was not returned for evaluation manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-5 of lot number c2234724 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the user did not follow the IFU/label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
The prosthesis buckled on release. ¿I had confirmation by telephone that it was the nurse who had plicatured the stent using the black stiffener that she plicatured the stent and even tried to have it fitted in agreement with the doctor and they could not. No prosthesis defect but a handling problem. I plan to do a user demo again on my next visit to the clinic. This is not a complaint. The customer's request was a commercial gesture and not a statement of complaint.¿

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.